Event description:
Patient was revised to address subsidence and loosening of the stem.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral sleeve and no other reports against the stem. Review of the sleeve device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).